Event description:
It was reported that on (B)(6) 2012 the patient obtained a morning blood glucose reading of 504 mg/dl and she experienced the symptom of nausea. The patient noted her blood glucose levels had been elevated for the past four mornings. The patient changed the infusion site, took a correcting bolus, and her blood glucose levels dropped to normal ranges. The patient noted she had large areas of scar tissue on her abdomen, used for infusion sites. Troubleshooting revealed the patient's technique was correct, there were no issues with the infusion set or cartridge, all pump settings were correct and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The use of an infusion site with a lot of scar tissue may have contributed to under-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.